Event description:
The reporter stated that after initial surgery to implant the valve , in 2008, the valve was working properly. An x-ray after surgery showed that the ventricles were reduced in size. A few days later, the valve did not appear to be working properly. A revision surgery was required in 2008. The valve was replaced with another type of valve.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.